Manufacturer narrative:
Manufacturer narrative: the reason for this revision surgery was reported as superior screw broke causing glenoid implant failure. The actual length of in-vivo for the item listed is unknown as the original surgery date was not provided or could be established. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at hospital and not made available to djo surgical for examination. Given the limited information, an extensive search of djo records for an invoice of the previous surgery produced no results. The lot number was not reported, therefore; this instrument could not be linked to a specific device history record (DHR) or the actual date of manufacture could not be determined with confidence. Customer complaint history of the reported device showed no present trends or on-going issues that are needing a review. The root cause of this complaint was a revision surgery due to broken superior screw. The findings did not lead to a firm conclusion since the part and or lot numbers were not made available at the time of this investigation. If more information is received at a later date, the complaint will be updated. The surgeon performed this procedure to remedy the patient's condition. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the event. There are multiple factors that may contribute to an event that are outside of the control of djo

Event description:
Revision surgery - due to screw broke causing glenoid implant failure.